Event description:
It was reported that during a laparoscopic appendectomy procedure, there was a stapler misfire and patient was brought back to the operating room. Same like device was used. One device was discarded.

Manufacturer narrative:
(B)(4): information unavailable. The following was requested but no additional information has not been obtainedwhat colored cartridges were used? Did the alleged incident occur on the meso appendix or the base of the appendix? What does misfire mean?any issues noted in the primary operatoin?which firing did the issue occur?please describe the issue in more detail?how long between the initial procedure and the reop?how did the patient present?what was the indication for the surgical procedure?what was noted in the second procedure?was the procedure done lap or open?how as the issue resolved?what is the current status of the patient?